Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl). It was noted that the pink slide did not move forward, indicating that the needle and cannula did not deploy. Hyperglycemia treated with a new pod.

Manufacturer narrative:
T he device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.